Event description:
It was reported that during an ablation procedure, the probe did not have heat output. The clinical specialist (cs) checked the laser output for the probe before inserting into the bolt and noticed the red beam. However, when firing the laser the user experienced cold pixels and no heating. The physician then removed the probe and there was no red beam anymore. This caused an approximate delay of 10 minutes. The user then switched out probes. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The probe was visually inspected and noted a blackened hole through the umbilical sheath approximately 5 inches from the probe holder. The fiber was separated. The damaged created by firing the laser prevented analysis of the break location. The cooling line was also noted to have a pinhole near the site of the burn.